Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis medstation system user was unable to login. The customer reported that when the user tries to login the system shows the notification as unable to authenticate. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Section h6 - updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 update - upon investigation of the actual device used in this incident, it was determined that the user was unable to login. A technical support specialist advised the user to take off the bioid and try to login with the user password to resolve this issue. The system functioned as intended after the technical support specialist troubleshooted the device.